Manufacturer narrative:
B5, h6: additional information.

Event description:
Information was received stating incident occured during observation.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection, sensor test, and functional testing were performed. The customer's reported problem could not be duplicated. According to the investigation, the customer concern of downstream occlusion sensor seal bubble, is from them getting a couple downstream occlusions error. (Indicated by log review). The investigation reports that physical inspection of the pump proved the dso seal is firmly snug against the sensor and what the customer is perceiving as a bubble is actually the sensing tip of the dso sensor. According to the investigation, there is no bubble or air pocket currently. Also, the pump downstream trip point is with spec at 24 psi. According to the investigation, no further action required at this time for this concern.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump experienced dso bubble. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.